Manufacturer narrative:
(B)(4). Approximate age of device - 55 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, the patient presented to hospital with anemia and symptoms that included fatigue and lightheadedness. The patient also had dark brown stools that were reported as not true melena or hematochezia. The patient's anticoagulation regimen at the time included warfarin and aspirin. In period of a week, the hemoglobin level had dropped to 3 g/dl but remained stable at around 8-9 g/dl at admission. During the admission, a gi endoscopy and colonoscopy were performed but the site of the gi bleeding was not identified. It was reported that the gi bleeding resolved on (B)(6) 2016. The patient's anticoagulation regiment was altered at discharge. On (B)(6) 2016, the patient presented to the emergency department (ed) with melena, dark stools, and a drop in the hemoglobin level to approximately 5 g/dl over one week. During this hospital course, the patient was admitted and transfused four units of packed red blood cells (prbc) over 24 hours. Upper gi endoscopy revealed a medium size diverticulum in the second or third section of duodenum with hemorrhage and clot, likely the source of melena and anemia. The patient's aspirin and warfarin was held during the admission and resumed on discharge. The date of discharge was not specified. It was additionally reported that during the previous admission in (B)(6) 2016 for similar symptoms, an arteriovenous malformation (avm) was noted in the small intestine but no active bleed was found. On (B)(6) 2016, the patient presented with melena and a hemoglobin level 7.4 g/dl. Two units of packed red blood cells were infused over a 24 hour period at a local hospital. The patient was again readmitted on (B)(6) 2016 due to recurring episodes of gi bleeding. Laboratory tests showed a hemoglobin of level of 6.2 g/dl and a colonoscopy confirmed arteriovenous malformations. During this hospitalization, the patient was transfused with two units of packed red blood cells. It was reported that the gi bleeding was ongoing. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient remained hospitalized from (B)(6) 2016 to (B)(6) 2016 and the patient's arteriovenous malformations were addressed, first with hemostatic power and then cauterization with argon plasma on (B)(6) 2016. It was reported that the patient''s symptoms subsequently resolved and no further complications occured.